Event description:
It was reported the patient was experiencing discomfort at his scs ipg site. The patient's discomfort allegedly led him to stop charging his ipg. As a result, the ipg will no longer communicate with external devices. Surgical intervention took place at which time the patient's ipg was explanted and replaced and additionally the ipg pocket was relocated to a different position. The patient's issues were reportedly resolved postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.